Event description:
It was reported that the patient developed a pocket infection. The entire ICD system including the right ventricular (rv) lead was removed. The patient was reported to be recovering. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).